Event description:
It was reported that this patient had been experienced over-sensed noisy signals from this subcutaneous implantable defibrillator (s-ICD) system. There were no reported events of inappropriate therapy as a result. However, diagnostic imaging was performed which revealed that the s-ICD electrode had dislodged from the original implant location. The physician elected to explant and replace the s-ICD system to resolve the event and no additional adverse patient effects were reported. The system is expected to be returned for analysis, but has not yet been received.